Event description:
Dr was doing a diagnostic laparoscopy on a thin female. He began by putting the insufflation needle in place. He commented on the more than average flow rate of 3 liters of gas per minute. Then he placed an 11mm separator in the umbilicus to use as his main port. Next he placed a 5mm optical separator with no problems. He continued his examination and decided that he needed an additional 11mm port to use as a working port to remove a paratubal cyst. He had difficulty at first placing the 11mm port in the lower right quadrant, but after he adjusted the skin incision, the separator went in very easily. He examined th eviscera and detected an injury of the peritoneum around the right ureter. There was some bleeding that dr was uncomfortable with because it was near the iliac vessels. At that point, he decided to convert to a laparotomy to explore the bleeding. One observation is that dr. Did not visualize the placement of his second or third operation ports. Surgeon was trained on the technique of using a 10 to 2 o'clock twist motion while placing his port. The general surgeon was brought in to check for a vascular injury. He said there was no injury to the vessels and closed the peritoneum.